Manufacturer narrative:
No button error alarm was noted. However, the act button did not respond due to a corroded keypad trace. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to the unresponsive button. The insulin pump was received with a minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed button error when the customer had not been operating the device. The customer's blood glucose was over 400 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.